Event description:
It is reported that the pt received an acetabular component on 01/30/2007 and was re-operated due to pain and loosening on (B)(6) 2011.

Manufacturer narrative:
The MFR did not received devices, x-rays, or other source documents for review . The lot number were not received for the devices. While a cause for this specific clinical event cannot be ascertained from the info provided, the common clinical presentation and the dae of the original implantation suggest that this case is related to the issues for which zimmer implemented a correction in 07/2008. The need for further corrective measures is not indicated at this time and zimmer (B)(4) considers this case as a closed under the reference (B)(4).